Event description:
A patient reports while in the hospital for a scheduled surgery their blood glucose level had rose to 600 mg/dl while wearing a pod for 12 hours. The patient reports their surgery was delayed due to the patients high blood glucose levels. The patient reports the pods adhesive had failed to adhere. The patients pod was removed. The patient was treated with a both a manual shot of insulin and a pen injection of insulin. The patient was discharged from the hospital after 1 night. The patients pod will not be returned as it has been disposed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.locked down smartphone: lockdownomnipod software app version: 3.1.1smartphone operating system: n5004l-am-q-mv01602-06-01.06smartphone hardware: n5004lcgm sensor type: g6.